Event description:
The contact stated the customer's breeze meter was reading lower than a freestyle meter. While troubleshooting, it was discovered the meter was set in mmol/l. No adverse events were alleged due to the mmol/l readings. The contact was able to reset the meter to mg/dl, and no product will be returned.